Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump¿s sleep/wake button became unresponsive after exposure to sweat during a hike, leading to intermittent screen locking and eventual device shutdown; while the user initially continued to receive automated dosing, but could not announce meals and later transitioned to multiple daily injections. The issue was managed by shipping a replacement device and a new charging pad. Symptoms included hyperglycemia with a reported peak of 277 mg/dl for a few hours without associated clinical symptoms. Outcomes included no medically significant impact beyond hyperglycemia and no medical intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this device was confirmed and revealed a device problem of an unresponsive key or button associated with the switch component, consistent with an electrical problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.